Manufacturer narrative:
(B)(4). These parts are not approved for use in the united states; however a like device catalog # 8670855, 510k # k000453 was cleared in the united states. Visually and optically confirmed the thread crest and flanks are damaged; the location and nature of the damage is consistent with cross threading of the set screw. The above observations are consistent with operational context and/or inappropriate surgical technique, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal procedure to implant posterior fixation. One of the set screws could not be implanted during the procedure. The surgeon replaced the pedicle screw to a new one to complete the case. No patient injury was reported.